Event description:
A report was received that the patient was experiencing pain at the pocket site. It was noted that the pain was making the patient nauseous. The patient felt like the pocket was raised and irritated. The patient will undergo a pocket revision procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient was experiencing pain at the pocket site. It was noted that the pain was making the patient nauseous. The patient felt like the pocket was raised and irritated. The patient will undergo a pocket revision procedure.